Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Reportedly, the customer was loading the cartridge with insulin while on the pump. Tandem technical support educated the customer regarding the load process. Blood glucose was 272 mg/dl. Reportedly, the customer was able to successfully load a cartridge, and continued using the pump for insulin therapy.